Event description:
It was reported that the patient presented to the emergency room (ER) with hyperglycemia on an unspecified date. The patient reported that the pod was leaking and that there was a noticeable smell of insulin, which was associated with a rise in blood glucose levels to 304 mg/dl while wearing the pod for longer than 48 hours. Reported symptoms included hyperglycemia, the presence of ketones, seizures, and malaise. Treatment reportedly consisted of a computed axial tomography (cat) scan, intravenous fluids, and monitoring. The discharge date was not provided. Follow-up attempts are being conducted to obtain additional information regarding the medical event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.5 hardware: iphone18.1 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.